Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was interrogated at a follow-up appointment. On the summary screen there were no treated or untreated episodes notes, however, when a different screen was chosen there were approximately forty untreated events listed. When an event was selected to view, no error message appeared indicating that a programmer reset was required. No other issues were noted and the device evaluation was normal. The patient did not report any symptoms. Boston scientific technical services (ts) recommended the device be saved and sent to boston scientific engineering for review. The data was analyzed and it was recommended the device be replaced and returned to boston scientific for detailed analysis. Further info has been received that the replacement procedure has been scheduled. There have been no adverse patient effects to date.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that this device was successfully explanted and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
Boston scientific engineers reviewed the device data & confirmed that memory corruption had occurred prior to implant. Portions of the corrupted memory were detected & corrected before implant; however, not all of the corrupted memory was corrected. As a result, the device will not properly store and retain treated episodes in certain situations. Untreated episodes will be listed by the programmer, but when an attempt is made to view them, it will cause the programmer to halt and display an error screen. Engineering analysis could not confirm the overall integrity of the rest of the firmware based on review of the device memory. Therefore, correct operation of the device, including detection and therapy, could not be guaranteed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. Product testing and analysis verified the therapy counters screen displayed zeros and the device had no numbered treated episodes in the episode list screen. In the analysis lab, six separate induced episodes verified the device was able to sense and deliver appropriate therapy; all six episodes were displayed in both the therapy counters screen and episode list screen, and episode details were also correctly displayed on the episode detail screen. The device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. Memory corruption was confirmed in the software engineering analysis, however, the root cause was unable to be determined. The field observations were confirmed to be a result of the memory corruption. Therapy remained available through the device.

Event description:
---